Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the correct amount of sample in well positions 4, 5 and 6 of rows a to h and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. Fse replaced plunger and tip clamps and tip clamp sleeve. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-04635-09.